Manufacturer narrative:
(B)(4). Analysis description: final analysis revealed insulation abrasion breaching the outer insulation noted at 10.1 cm to 10.2 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.